Event description:
Boston scientific received information that right atrial (ra) pacing impedance measurements were greater than 2,500 ohms in bipolar and unipolar configurations. The right ventricular (rv) lead exhibited no capture in bipolar. An invasive revision procedure was performed and the ra was extracted and the rv lead was surgically abandoned. It was thought that the ra and rv leads were both fractured. During the procedure, the device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.